Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the auxiliary power board (apb), battery pack module (bpm) and patient side power distributor board (ppd) involved with this complaint. Failure analysis investigations was able to replicate the customer reported failure. Both the bpm and ppd were installed onto the test system and failed testing. Fluid contamination was found on the ppd board. The apb was also placed into the test system; however, failure analysis could not replicate any failure with the apb.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site. Tfs replaced the auxiliary power board (apb), battery pack module (bpm) and patient-side power distribution board (ppd) to resolve the customer reported error. The parts have not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
On (B)(6) 2016, the customer reported that during the da vinci surgical procedure, the system showed an error 25310. Intuitive surgical, inc. (Isi) technical support was contacted to troubleshoot the reported issue; however, the issue could not be resolved. The surgeon decided to convert the planned procedure to open surgery. On (B)(6) 2016, intuitive surgical, inc. (Isi) obtained additional information from the customer regarding the complaint. The system was inspected prior to use and there were no signs of any visible issues. The ports had already been placed when the error occurred. Due to the error, the surgeon decided to convert the planned procedure to open surgery. Although no time frame was provided, it was reported the procedure was prolonged and the patient was administered extra anesthesia. There was no report of patient injury or harm.